Event description:
On (B)(6) 2004: pt underwent repair of a recurrent incisional hernia with a composix kugel mesh. On (B)(6) 2004: pt underwent exploratory laparotomy, lysis of adhesions, small bowel resection, explant of composix kugel mesh and repair of incarcerated ventral hernia with a kugel patch. On (B)(6) 2007: pt has chronic draining abdominal wall sinus, chronic infection secondary to mesh and sutures and underwent explant of kugel mesh.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filled the FDA under rae2008004 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is a one pack per day smoker and had multiple prior hernia repairs. Three years post implant of the kugel, the pt developed an infection. Although there were no culture provided to confirm the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore a DHR review is not possible. Additionally, no sample was returned for evaluation. Without additional information, no conclusion can be drawn. Information related to the recalled composix kugel mesh implanted on (B)(6) 2004, will be reported in accordance with rae 2008004.